Manufacturer narrative:
A beckman coulter (bc) field service engineer (fse) evaluated the au5800 clinical chemistry analyzer. The fse replaced the buffer valve assembly to resolve the issue. (B)(6).

Event description:
The customer reported generating high ion selective electrode (ise) patient results on cell 1 of their au5800 chemistry analyzer. The erroneous patient results were not reported out of the laboratory; hence, there was no change to patient treatment in association with this event. Quality control was within the laboratory's established ranges prior to and after the event.